Event description:
It was reported that a cartridge alarm 20 had occurred during the load process, and the customer was unable to successfully load a cartridge, causing the alarm to recur. There was no adverse impact to the customer's blood glucose level. Due to the recurrence of the cartridge alarm, technical support decided to replace the pump with one that has updated software. The customer acknowledged this update and confirmed their shipping address. However, they planned to order the pump replacement upon returning from a trip to mexico, as no backup therapy was currently available.